Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had high capture threshold. No loss of capture was noted. The lead was explanted and replaced with a leadless system without issue. The patient was stable.